Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. Additionally, the t:slim user guide indicates that the infusion set should be changed every 48-72 hours. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated; however, contact stated elevated bg level was due to forgetting to change out the cartridge, infusion set tubing/site. Customer changed out the cannula. Customer delivered both a correction bolus and injection and bg level lowered to within target range.